Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported:"devices broke" please specify: did needle broke or did the suture broke? What is the event day? What is the procedure name and date? When did the event occurred: removal from package / during passage through tissue during tying / post-op)? What was used to complete the procedure? Patient's current condition? Lot number? Events were submitted 2210968-2020-04284 and 2210968-2020-04326.

Event description:
It was reported that the patient underwent an unknown surgery in 2020 and the barbed suture was used. During the procedure, over an unknown time frame that the device broke. There were no patient consequences reported.